Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous triglyceride (tg) results generated by unicel dxc 800 pro synchron clinical system for one patient. The result was reported out of the laboratory. Repeat testing on an alternate instrument produced lower results. The customer indicated that there was no effect to patient treatment.

Manufacturer narrative:
The sample was serum, and the customer stated that the sample was icteric but clear. Service visited on (B)(4) 2011, and inspected the instrument. Investigation to resolve the issue is ongoing. The root cause for the event has not been determined.